Manufacturer narrative:
(B)(4). The reported complaint for "severely kinked iab" is confirmed based on the customer photo provided. In the photo, the balloon pressure waveform was abnormal, which can be a result of a kinked iab. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the abnormal balloon pressure waveform. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states that the pump sustained helium loss alarms. No blood was noted in the helium tubing. Troubleshooting did not resolve the problem. The user reduced the balloon volume to 12cc. "We discussed the potential for thrombus if the balloon volume is too low. [The user] verbalized understanding of this, and said that he would discuss this with the cardiologist. I spoke with him again after he spoke with the md. [The user] said that the physician is not going to remove this iab despite the risk of thrombus. The physician is aware of the risks associated with this. They are going to continue using this iab with the volume well below 2/3s despite the advisement against doing so. They are aware of the risks associated with this. No intervention has resolved the helium loss alarms with the exception of going very low with the balloon volume. [The user] stated that there is still very good aug even with the volume reduced this low". No report of patient harm or injury. The patient status is reported as "critical".

Manufacturer narrative:
(B)(4) in section d provided the full UDI #, UDI related data quality updates only other remarks: n/a corrected data: n/a

Event description:
The report states that the pump sustained helium loss alarms. No blood was noted in the helium tubing. Troubleshooting did not resolve the problem. The user reduced the balloon volume to 12cc. "We discussed the potential for thrombus if the balloon volume is too low. [The user] verbalized understanding of this, and said that he would discuss this with the cardiologist. I spoke with him again after he spoke with the md. [The user] said that the physician is not going to remove this iab despite the risk of thrombus. The physician is aware of the risks associated with this. They are going to continue using this iab with the volume well below 2/3s despite the advisement against doing so. They are aware of the risks associated with this. No intervention has resolved the helium loss alarms with the exception of going very low with the balloon volume. [The user] stated that there is still very good aug even with the volume reduced this low". No report of patient harm or injury. The patient status is reported as "critical".

Event description:
The report states that the pump sustained helium loss alarms. No blood was noted in the helium tubing. Troubleshooting did not resolve the problem. The user reduced the balloon volume to 12cc. "We discussed the potential for thrombus if the balloon volume is too low. [The user] verbalized understanding of this, and said that he would discuss this with the cardiologist. I spoke with him again after he spoke with the md. [The user] said that the physician is not going to remove this iab despite the risk of thrombus. The physician is aware of the risks associated with this. They are going to continue using this iab with the volume well below 2/3s despite the advisement against doing so. They are aware of the risks associated with this. No intervention has resolved the helium loss alarms with the exception of going very low with the balloon volume. [The user] stated that there is still very good aug even with the volume reduced this low". No report of patient harm or injury. The patient status is reported as "critical".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.